Manufacturer narrative:
(B)(4)

Event description:
It was reported that "when injecting the deflux, the plunger was stiff and the syringe broke. There was a clearly different resistance than usual, and it was impossible to push. The procedure itself was completed without any problems using spare deflux". Additional information received on february 05, 2026, indicated that "the patient was under anesthesia, and the procedure proceeded without awakening the patient once the event occurred. A deflux metal needle was used. Indication: vesicoureteral reflux in a pediatric patient. No injuries or adverse consequences were reported."